Manufacturer narrative:
Other text: one sample was received for evaluation. Sample was received without its original packaging, inside a plastic bag. Visual inspection found no damage, kinks, bad assemblies, or deformations that could cause the failure mode reported. Functional testing was conducted through two pumps. Upon testing, the sample connected to the first pump didn't exhibit any alarm. The second pump the sample was connected to didn't exhibit any alarms. The reported problem was unable to be confirmed nor duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd legacy pump did not recognize the cassette. There was no patient injury reported.